Manufacturer narrative:
(B)(4). Attempts to obtain patient weight were unsuccessful. The facility declined to provide patient weight information. No tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during a peripheral diagnostic procedure the physician went in contralaterally to treat an sfa and could not cross with the guide wire (not manufactured by this company.) They were using a 6 inch sheath, 45 cm in length. The tip of the manufacture's catheter broke off while pulling back through the sheath. The lesion was tight and had severe calcification. They were able to retrieve the whole unit. They pulled another ivus and completed the case. No harm to the patient. Additional information provided clarification to the initial complaint description; the catheter was "tight on the wire" when being removed. Resistance was felt when trying to cross a tight lesion in the left sfa. It was at this point when the catheter was withdrawn. The tech noticed the device was completely separated on the wire outside of the patient. The catheter tip and shaft were both removed from the wire alone and saved for return. All portions of the device were accounted for. After the ivus catheter was withdrawn another manufacturer's atherectomy device was used followed by balloon angioplasty. A second ivus catheter was used following the scheduled atherectomy intervention to confirm the successful treatment. There were no adverse events and no additional intervention required to remove the device. No embolization occurred. The patient was discharged as planned. The patient is reported to be in excellent condition. The device has not been received by the manufacturer for analysis. The instructions for use (IFU) cautions that the ivus catheter device is a delicate scientific instrument and should be treated as such. Always observe the following precautions: protect the catheter tip from impact and excessive force. When inserting the guide wire both catheter and wire must be straight with no bends or kinks, or damage to inner lumen may occur. Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the patient, carefully remove both the wire and catheter and do not use. If binding occurs outside of the patient, remove the catheter and do not use. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. Other devices in use at the time: 6 fr x 45 cm length sheath / .018 guidewire. Vessel: sfa, heavily calcified 80% stenosis. This event is being reported as there is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
Internal reference: (B)(4). The device was returned and evaluated according to the manufacturer's policy. Visual and microscopic inspection was performed on the returned device. All portions of the device were accounted for. The catheter shaft was curled. Approximately 12 mm of the tip was separated from the device. A portion of the inner member remained attached to the separated portion of the tip. Stretching was observed at the site of separation on both portions of the device. A portion of the tip was also observed to be stretched. The reported broken tip was observed during the investigation. The probable cause of the tip separation is damage in use, likely from an excessive pulling force as evidenced by the stretching observed at the separation sites and the tip. Strain, impact, and forces associated with handling may affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This complaint will be monitored as part of complaint data analysis. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. This supplemental report (#1) is being submitted because the device was received and analyzed by the manufacturer.